Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. A review of the associated batch manufacturing records could not be carried out as no lot number was provided. A complaint history review showed that 145 similar complaints had been seen across the pico family in the last 4 years, however without a product code, the number of complaints for this specific device could not be found. In the absence of a complaint sample or additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
A male patient was admitted to hospital from (B)(6) until (B)(6). The patient has two ulcers after an abscess, one on the abdomen and the other on the groin. He had a vac during his stay. He experienced leakage and errors with the device. The patient was released from the hospital on (B)(6), after it was applied two picos, one on each ulcer. He went home. The (B)(6), after one night sleep, he had to change again due to leakage. The hcp tried to stop the leakage, at the same time as the device was on, but did not succeed.